Manufacturer narrative:
The customer provided instrument logs for investigation and investigation is ongoing. The cause of this event is unknown.

Event description:
The customer reported a discrepant high total hemoglobin (thb) result when compared to repeat testing on a rapidpoint 500e instrument using the same sample. There is no report of injury due to this event.

Manufacturer narrative:
A review of the system data logs from the rapidpoint instrument with the measurement cartridge onboard at time of event found that the thb sensor was performing as intended. There were no system or sensor specific errors during or around the time of the escalated patient sample. Aqc was performed and the thb results were recovering well within published ranges. The thb sensor raw responses for the escalated sample was normal and appropriate for the reported results. The root cause of the issue is unknown. Based on the available information, the rapidpoint instrument is performing as intended and is currently operational.